Event description:
It was reported that the pt experienced nausea, increased pain, and bladder incontinence. A CT scan was ordered and performed by the pt's primary care physician in 2008, no results were reported. The pt's pump initially contained morphine 50 mg/ml delivered at 24.3 mg/day. Eight months later, the medications in the pt's pump were changed to dilaudid 20 mg/ml at 5.809 mg/day and droperidol 50 mcg/ml at 14.524 mcg/day. No pt treatment or outcome was reported. It was reported that the pt had an inflammatory mass and the pt was scheduled for surgery to move the catheter tip down.